Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Additionally, the lot reported in this incident was produced prior to, and was not subjective to the recall noted. Adverse incident red and painful area that spreads around the abdomen. During visit to ER in (B)(6) it was confirmed to be a skin infection. Fever in addition to painful, very red area. Dr. Has recommended blood test to see if it went to the blood stream.

Manufacturer narrative:
There were no samples returned by the customer and complaint cannot be confirmed. The samples were not tested since this lot was manufactured by s&n prior to manufacturing transfer, and historical review the product indicates that additional testing is not warranted. The batch record related to this lot 523672 was reviewed and confirmed that the product was manufactured according to the specifications and met all the release criteria. The product was manufactured and released in august 2009. (B)(4) performed to ensure that product is manufactured under clean environment. A review of the (B)(4) indicates that skin irritation under normal use is expected to occur at a frequency of d3 which is 1 in 100,000 and severity is marginal- non-serious injury and significant discomfort. Per the medical and clinical review for similarly associated events, the wipes product is not likely the root cause of the symptoms reported in this complaint. A corrective action has been implemented (B)(4).